Event description:
It was reported that the insulin gauge was inaccurate as the pump would alert that the cartridge needed to be refilled when it was supposed to be full on insulin. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.